Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experienced low blood glucose. The customer¿s blood glucose level was 2 mmol/l at the time of incident. The customer¿s current blood glucose value was 7 mmol/l. The customer treated low blood glucose value with food. The customer did not experienced symptoms due to low blood glucose. The insulin pump was not on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer alleged that the insulin pump was over delivering as inconsistent delivery and constant lows. No further patient complications were reported. Troubleshooting was performed; however, the customer will discontinue use of the device.